Event description:
It was reported that the customer was trying to change her infusion set and loaded insulin into the reservoir. Customer stated that the fill tubing was not working. Customer received a no delivery alarm during manual prime. Customer disconnected and reconnected the tubing and reservoir. Customer pushed on the plunger to verify that insulin exited. Customer allowed at least 5.0u to exit during manual prime. Pump passed. Pump was working as designed. Customer was advised to monitor if issues persist. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.